Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Hardware investigation was completed. This issue was found related to a hardware issue. The bulkhead was replaced and the navigation system was able to connect normally. A navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been received.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the navigation system was having intermittent network cable connectivity issues. The network port was inspected and damaged pins were discovered. After wiggling the ethernet cable, the issue was temporarily resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.